Event description:
Customer reported scope failed to be recognized by processor cp-1000. After initially showing endoscopic image on screen, after a second or two, screen goes black and processor displays image that scope cannot be detected. (B)(6) was advancing a snare through the biopsy channel and witnessed a off white substance exit the distal tip of the scope during a procedure. He then stated that he felt resistance when trying to advance the snare through the biopsy channel. This was during a colonoscopy. Scope was removed from the patient and reprocessed and removed from circulation. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: it is probable that this event was caused by an event in which the scope was not recognized by the processor due to an abnormality in electrical parts or disconnection of electric wires due to an external load, and was not caused by design / manufacturing. Correction information type of report: follow up #1, type of follow up device manufacturer date, coding changed based on the investigation result.

Manufacturer narrative:
Correction information: g4: premarket identification PMA/510(k). G6: follow up #2. H2: type of follow up.